Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed on august 21, 2013.